Event description:
It was reported to philips that the device failed a defib test. There was no patient involvement.

Event description:
It was reported to philips that the device failed a defib test. There was no patient involvement.

Event description:
It was reported to philips that the device failed a defib test. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. A quote was which was issued to the customer for this replacement. The device remains at the customer site and no further evaluation is warranted at this time.